Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported leakage in the connection between the bag and the tubing after priming the feeding bag. The customer stated this occurred four times in (B)(6) 2016 prior to use. No patient injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. One used sample was received for evaluation. A visual and functional testing was performed and a leak was observed in the bottom part of the bag; the sample revealed that just one side was sealed properly. The most probable root cause is related to an improper distribution of energy to the dies in the radio frequency machine from a dropdown of energy that occurred due to a malfunction of a copper plate during the sealing of the tubes causing that just one side to be sealed correctly. Through a maintenance work order the copper plates for all equipments will be checked and replaced if necessary and preventive maintenance will be scheduled periodically to ensure the integrity of the copper plate. This complaint will be monitored for tracking and trending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported leakage in the connection between the bag and the tubing after priming the feeding bag. The customer stated this occurred four times in (B)(6) 2016 prior to use. No patient injury.